Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise that was able to be reproduced with isometrics and loss of capture. It was noted that the loss of capture led to asystole as long as five seconds. Subsequently a revision procedure was performed where the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a fracture was the suspected cause of the loss of capture, however it was not able to be confirmed via fluoroscopy during the revision procedure.

Manufacturer narrative:
(B)(4).